Manufacturer narrative:
Method: actual device not evaluated. Result: no results available since no evaluation performed. Conclusion: failure to follow instructions. Asp investigation summary: the investigation included a review of the system risk analysis (sra). Without the lot number and product return, limited investigation could be performed. The sra indicates the risk associated with exposure to toxic or corrosive material is "low." The most likely assignable cause for the reported event is handling of the cassette without use of personal protective equipment (ppe), as directed in the instructions for use (IFU) for this cassette. A customer letter was sent to remind the customer to use ppe. The cassette was not returned for evaluation. The issue will continue to be tracked and trended.

Event description:
A facility reported a healthcare worker (hcw) came in contact with hydrogen peroxide while touching a used cassette from a sterrad 100nx. The hcw was not wearing personal protective equipment (ppe) and experienced blanching on his right hand for a 24 hour period. The hcw flushed his hand with soap and water. No medical attention/treatment was sought or received. This event is being reported as a malfunction report subsequent to a serious injury.